Manufacturer narrative:
Concomitant: product ID 8709, lot# l64345, implanted: 1999-(B)(6), product type catheter. (B)(4): analysis of the pump revealed the pumphead had a deformed pump tube. Tube appeared to have excessive wear and material was noted on the surface. No other significant anomaly found. A partial catheter and pump connector were returned. Analysis of the catheter and pump connector revealed no significant anomaly found.

Event description:
It was reported the pump had a normal elective replacement indicator. The pump was at end of life. The pump was replaced. The pump logs revealed a motor stall and recovery occurred on (B)(6) 2013. The pump was delivering fentanyl and clonidine.

Manufacturer narrative:
(B)(4)